Event description:
It was reported that while attempting to withdraw the dilatation catheter into the guiding catheter after lesion treatment, the balloon separated from the device in the circumflex artery. The patient was sent for CABG and is reportedly doing well as of the date of this report.